Manufacturer narrative:
Van nuland, p.j.a., halim, j., van ginkel, d.j., overduin, d.c., brouwer, j., nijenhuis, v.j., van't hof, a.w.j., tonino, p.a.l., ten berg, j.m. And vriesendorp, p.a. (2025), the impact of permanent pacemaker implantation after tavi on mortality and quality of life: a popular tavi substudy. Catheterization and cardiovascular interventions, 105: 1098-1107. Https://doi.org/10.1002/ccd.31431.

Event description:
It was reported via literature that implantation of permanent pacemakers occurred. A multi-year, multi-site retrospective analysis between the years 2013 to 2019 was performed to study the impact of permanent pacemaker implantation after transcatheter aortic valve replacement among patients treated with acurate neo valves, lotus valves, and non-boston scientific (bsc) valves. Propensity score matching was performed to compare groups with similar characteristics. Procedure summary: nine hundred and seventy-eight (978) patients underwent transcatheter aortic valve replacement (tavr) procedures forty-six (46) of which were implanted with a lotus valve. Post procedure complications: thirteen (13) patients that received a lotus valve required implantation of a permanent pacemaker post tavr procedure. Patient status: no further information on the status of the patients is available.